Manufacturer narrative:
The deltaplush will not be returned therefore the root cause of the coil¿s failure to detach inside the target site cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact at the facility reported that during coil embolization of an aneurysm at the right internal carotid posterior communicating artery, approached from the right femoral artery a deltaplush coil ((B)(4)) failed to detach. The patient's vessels' tortuosity and calcification levels were not available. A 7fr long sheath by terumo (type unknown), a chikai (asahi intecc), a roadmaster (goodman, 7fr / str-angled), an excelsior sl-10 (stryker), a scepter xc (terumo), an unplast c (terumo), and enpower dcb / cable (lots unknown) were used for this procedure. After successfully implanting several third-party coils, the complaint deltaplush was chosen next. It was inserted after the pre-insertion electrical check was successful. It was delivered to the target aneurysm and the cable was re-connected to the coil. The physician confirmed that the system ready light was illuminating, and pressed the detach button; however, the microcoil could not be detached. The physician pressed the detach button several more times, but to no avail. The physician was then discovered that the system ready light was not illuminating at this point. The cable was replaced with a new one, but the system ready light still did not illuminate. The physician thus concluded that the deltaplush was defective, and replaced with another codman coil (details unknown.) The deltaplush was successfully removed from the patient. The new coil was able to be detached with the same connecting cable. The procedure was successfully completed without further issues, and there were no patient injury / complications. However, due to the event the procedure was delayed for 20 minutes. The delay was not considered clinically significant. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to or after the event. There was no fault light seen during the case. Upon pressing the power button all lights illuminated during on the detachment control box. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. Because the patient was a hcv carrier, the complaint products will not be returned. No further information is available.